Event description:
Two talent stent grafts were implanted for the endovascular treatment of a thoracic aortic aneurysm, approximately 3 years ago. The patient was treated for a chronic dissection at the index procedure. At the original implant the aneurysm was 6.9 mm and is now 8 mm in diameter. It was reported that on a routine follow up appointment it was noted that there was a type iii endoleak separation and a bare spring flip. The patient was high-risk and inoperable. A talent captivia was used to successfully re-line the type iii endoleak separation and treat the bare spring flip. The patient is fine and no additional clinical sequelae were reported. Reference MFR report# 2953200-2011-01537.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak. Lack of information (unknown cause of disconnection between the two stent grafts). Evaluation, conclusion: lack of information (unknown cause of disconnection between the two stent grafts).